Event description:
It was reported an implantable neurostimulator (ins) overdischarge was suspected. It was noted the patient had been trying recharge for the past two days and they had been unable to. It was noted the patient had their hip replaced in september and they had not felt stimulation or been able to recharge since. The reporter stated they did not bring their recharger when they went to the hospital and they think the ins went dead. The reporter stated their hip replacement healthcare professional (hcp) told them they would be walking in three days and after the surgery the hcp told them the surgery was a success, but because of so much nerve damage in their spine they had to be in a wheel chair. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information reported indicated that the patient did not have concerns with her device or therapy.